Event description:
It was reported that the patient's pump was having intermittent motor stalls and as a result, patient was experiencing increased spasticity. During a routine pump refill on (B)(6) 2012, the healthcare provider (hcp) was unable to update the patient's pump and it showed a stalled pump. On subsequent interrogation, the hcp was given the stopped pump error message. The patient also reported issues with increased spasms intermittently and believed her pump to be stalling. The infusion mode could be changed to simple continuous and the pump could be restarted, however the logs indicated several motor stalls over the previous 4 months. Each stall recovered within 5-15 minutes and most occurred in the middle of the night at approximately 3 or 4 am. The patient used magnets to modify her non-medtronic neurostimulator as the programmer once switched off and lost all her settings. The patient kept the magnets in the opposite pocket to her pump, however the patient strongly denied having a magnetic underlay on her bed and felt the pump issues were unrelated. The hcp was not convinced the issues with the pump were because of the magnets, in particular because of the times of the stalls and also because of a stall that occurred during a pump refill (the magnets were in the patient's opposite pocket during the refill). It was later reported that the cause of the stalls was remained unknown; it was assumed to be due to the magnets. It was planned to check the pump logs again at the patient's next appointment to see if the stalls persisted. The medication in the pump was lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted/explanted: unknown; product type catheter. (B)(4).